Event description:
It was reported per field service report symptom - pump stopped during transport, no alarm, in elevator, taken out of service. Preventative maintenance (pm) due. Findings/action taken: pump ran 15 min on dc (with full charge), then dropped, no alarms. Replaced battery and fiber optic connector. Performed pm and functional check - pass. Additional information received on (B)(4) 2011 from the field service representative stated that the pt was rushed to the intensive care unit and during transport, the pump stopped. As a result, the pump was plugged back in at the hospital (one floor apart, short hall and stopped in the elevator) the delay was one to three minutes. No medical/surgical intervention was needed. Also, it is understood from the field service representative that the pt outcome was no injury or death to the pt. At some time the pump was switched out and sent to biomed where it was serviced. The pump is back in service.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.